Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic hysterectomy, when on uterine suturing, both the needle and thread broke. The barbed thread was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned product noted one suture and one needle. The needle was returned disengaged from the suture. Upon microscopic inspection, instrument marks were noted near the swaged end of the needle. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. Functional testing was precluded as the needle was returned detached. It was reported that both the needle and thread broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the needle is grasped near the swaged end or the tip and could cause bends, breaks, or damage the connection between the needle and suture. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: during employment of the device, care should be taken to avoid damage to the surgical needles from handling. Grasp the needle in an area one-third to one half of the distance from the attachment end to the needle point. Grasping near the point could result in damage to the functional integrity or fracture the needle. Grasping at the attachment area could cause breakage of the needle barrel or the absorbable thread in the attachment area. Reshaping needles may result in decreased resistance to bending and breaking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.